Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that before a meniscal repair procedure, opened the packing (did not use), the vapr clplse90 electrode w hand cntrls device was noted to have rust spots. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product has not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found the device outside of the packing and with the active tip discolored. No other anomalies could be observed. The manufacturer performed an investigation of the photo provided with the following results: based on our review of the image provided, the discoloration observed on the tip surface is associated with the end-of-line 100% functional testing of the electrode in saline, which is part of the normal manufacturing process. While the presence of this observation cannot be completely eliminated, as functional testing in saline is necessary to ensure product quality and patient safety, it can be minimized through controlled saline management. For this reason, saline management containment actions have been implemented. These actions are intended to reduce the likelihood and extent of visible discoloration while maintaining the required functional testing process. The discoloration seen on the tip surface in the attached image for the complaint is consistent with that identified in devices previously reviewed under CAPA, where the same testing process was identified as the cause. To minimize this effect, saline management containment actions were implemented. The CAPA report confirms that, should mitek require any further actions beyond those already implemented, gyrus medical (atl UK) will be notified accordingly. The customer¿s device was manufactured in april 2025, following the implementation of the saline management containment actions. Saline replacement is carried out in accordance with assembly aid at process (functional testing), where saline is replaced after every 40 activations (40 tests per beaker, 160 tests in total). Importantly, the observed discoloration is cosmetic in nature only and does not present any risk to patient safety. Additional details can be found in CAPA report. All atl UK operators involved in this manufacturing process are fully trained and signed off to assembly aid to ensure consistent process awareness and compliance. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to manufacturing. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number (u2504004), and no non-conformance was identified.